Event description:
It was reported that the device was displaying a service indicator and had multiple error codes logged in memory. One of the error codes was displayed constantly preventing the device from completing the boot-up self-test. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was that an integrated circuit, designator u17, was not functional and would not allow the pcb to continue through its boot cycle.